Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported left side was "ruptured" and there was no capsular contracture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported via op. Report, for left side, a capsulectomy and mastopexy was performed. "This breast was not encapsulated." "Hole, non-specific" was observed during surgery. There was no replacement.